Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. Both nozzle units were replaced to resolve the issue and sent back for further investigation. The provided log confirm the pressure transducer test failure. It shows as well that the membrane of the nozzle unit might be sticky. However, during visual inspection, it was found that the feather spring of the returned nozzles were bent, most likely during dismantling them from the gas module. Therefore, it will not be possible to test them. Thus, it is not possible to confirm the stickiness of the membrane. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).